Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just an adverse event, as previously reported.

Manufacturer narrative:
Isi received the instrument involved with this complaint and completed the device evaluation. Failure analysis replicated/ confirmed the customer reported complaint. The harmonic insert was found to have a broken blade. The blade broke at roughly 0.150¿ from the base. The broken piece was not returned. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure. The root cause of this failure is fatigue failure due to mishandling/ misuse. A review of the video clip was conducted by the isi clinical development engineer (cde). The harmonic ace (ha) instrument was activated very close to the maryland bipolar forceps. In the video, the cde observed three potential collisions while the ha was activated. Activating the ha instrument while touching another instrument is considered mishandling/ misuse. The general precautions and warnings in the instruments and accessories user manual instructs the user to: "use instruments with care. Avoid contact between instruments inside the patient and do not use any instrument to apply force to another instrument inside the patient." Based on the current information provided, this complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, the blade of the harmonic ace insert broke and fell inside the patient. The fragment was retained within the patient and was not retrieved due to the patient's condition. Based on failure analysis investigation, the damage to the instrument insert was attributed to mishandling /misuse. Follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable as this is a single use device. Because the product is not implantable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace insert became loose during use. The customer inspected the instrument and found that the tip was broken. The customer used a third party instrument to continue. The procedure was completed with no reported injury. The customer performed an x-ray test and found fragments remained inside of the patient; however, no additional operation was performed to retrieve the fragments due to the patient's condition. Intuitive surgical, inc. (Isi) followed up with the operating room nurse and obtained the following additional information: in the x-ray, the customer found fragments remained inside of the patient. The customer explained about the remaining fragments to the patient, but the patient did not want additional operations. All fragments were not retrieved based on the patient's decision. The instrument was inspected prior to use and was used for about 4-5 hours. The surgeon did not notice any issue with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The instrument was never removed prior to the breakage. The wrist was straightened upon the final removal of the instrument. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any other damage to the cannula or to the instrument after the event occurred. There was no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.